Event description:
It was further reported that the patient had surgery on (B)(4) 2012. Details of the surgery were not reported. Additional information from the patient's physician was requested. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the patient had their lead replaced during the revision on (B)(6) 2012. The patient was hospitalized for the surgery. The patient recovered with no sequelae.

Manufacturer narrative:
Concomitant medical products: adaptor model 3550-29 lot# n221003 implanted (B)(6) 2009 explanted unk; adaptor model 3550-29 lot# n197001 implanted (B)(6) 2009 explanted unk; extension model 37083-20 serial# (B)(4) implanted (B)(6) 2009 explanted unk; extension model 3708340 serial# (B)(4); lead model 3986a lot# n111583 implanted (B)(6) 2009 explanted unk; programmer model 37743 serial# (B)(4); programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4); recharger model 37752 serial # (B)(4).

Event description:
It was reported that the lead had migrated for the second time. The patient experienced stimulation in her jaw, neck, and arm instead of in her face. The patient also experienced pain in her neck which her physician stated was due to movement of the connector at the lead/extension connection site. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead had migrated due to moving a refrigerator. After the revision, the patient was discharged. The patient went to the airport and had respiratory failure and returned to the hospital.

Manufacturer narrative:
(B)(4).